Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 407645 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. We are conducting follow-up to clarify the nature of any performance issues. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that the device was replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.